Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation of a causal relationship between the adverse event and the use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the patient¿s peritonitis was attributed to a dirty showerhead. This is supported by the culture result of serratia marcescens, which is commonly found in water and soil. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
During follow-up for a separate event, it was reported that this patient was diagnosed with peritonitis in (B)(6) 2026 (date unknown). The patient was admitted to the hospital. The dates of the hospitalization, the hospital course, and the antibiotic therapy information could not be provided. The culture resulted positive for serratia marcescens. The cause of the peritonitis was a dirty showerhead. The patient was re-educated on the importance of cleaning the showerhead once a week even if it does not appear to have any film or oxidation on it. The patient fully recovered from the peritonitis event.